Event description:
Additional information received from the consumer reported they were charging too frequently. Intermittently, sometimes the patient would charge to 3/4 battery at night and would notice a low implantable neurostimulator (ins) battery the following morning. Other times the 3/4 battery may last 1.5 to 2 days. Usually, the patient tried to charge to 100% when possible. The patient had not been reprogrammed, switched to a new group, or had the need to increase parameters. Sometimes the patient charged their ins to 100% full, but they were noticing this discrepancy when the patient's ins charge was between 75-100% charge level. The patient was noticing the ins battery deplete faster intermittently. This would likely entail checking the ins programming, implantable neurostimulator recharger (insr) logs, or impedances to see if the depletion was normal.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the therapy was turning off by itself even though the implant had charge. The patient stopped feeling stimulation and checked with the programmer which showed that the implant was off. The patient fell about two months prior to the report and landed on his lower back. An x-ray was done 1.5 months prior to the report to follow up on the fall and the device was not checked. The consumer reported that it had shut off 5-6 times in the last two weeks. The change in therapy or symptoms was considered sudden. Additional information received from the patient reported that he had not had the implant checked and that it only shut itself off twice. The patient stated that he was able to turn it right back on and that the battery was over half full each time. The patient indicated that he was not concerned about it and was going to keep an eye on it and if it happened again he was going to call his healthcare provider. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.